Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan results on the adc device in comparison to unspecified glucose readings on a built-in precision meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as sweating, "did not see well", and was unable to self-treat, requiring honey and brioche provided by a non-healthcare professional as treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 501 mg/dl was compared to a reading of 48 mg/dl on an hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan results on the adc device in comparison to unspecified glucose readings on a built-in precision meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as sweating, "did not see well", and was unable to self-treat, requiring honey and brioche provided by a non-healthcare professional as treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 501 mg/dl was compared to a reading of 48 mg/dl on an hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.